Event description:
It was reported that while using panel phoenix nmic/ID-307, there was misidentification of one patient sample. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of klebsiella pneumoniae as klebsiella ozaenae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as k. Pneumoniae as k. Ozaenae on the complaint batch. To investigate, three retention panels from complaint batch 3213335 were tested using in house isolate k. Pneumoniae enf9910 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate k. Pneumoniae enf9910 on a phoenix m50 machine and evaluated for identification results. The five panels tested identified the isolate as k. Pneumoniae, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. While there has been an observation of a performance failure by the customer, bd has not been able to replicate the failure through investigative testing. An overall review of gram negative performance is on-going and will continue to be investigated. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed ten additional complaints on complaint batch 3213335, related to this defect and unconfirmed and all from the same customer. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, there was misidentification of one patient sample. No patient impact reported.